Event description:
A pt with a defibrillator (aicd) had received inappropriate shocks. An invasive procedure identified the 2 rate sensing leads as the cause of the oversensing. The physician implanted an endocardial lead to replace the 2 myocardial leads. Co assumes that the 2 epicardial leads were capped and remain implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.